Event description:
Per additional information, a us distributor contacted zoll to report that the patient's skin irritation under the back-electrode has worsened. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a 30-day supply of prednisone. Follow up indicated that the prednisone helped the skin irritation to improve. A us distributor contacted zoll to report that a patient developed a burn-like skin irritation under the back-electrode and an abrasion on the right side. Per review of the patient data flags and recent download of 05/12/2021, the data confirms that the patient was not treated. There was no alleged device malfunction contributing to the irritation. The patient was in the hospital and the staff took the lifevest off the patient. It's unclear if the patient's lifevest was removed, because of the patient's skin irritation. Follow up with the patient indicated that the skin irritation improved. Reporting out of the abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn-like skin irritation under the back-electrode and an abrasion on the right side. Per review of the patient data flags and recent download of (B)(6) 2021, the data confirms that the patient was not treated. There was no alleged device malfunction contributing to the irritation. The patient was in the hospital and the staff took the lifevest off the patient. It's unclear if the patient's lifevest was removed, because of the patient's skin irritation. Follow up with the patient indicated that the skin irritation improved. Reporting out of the abundance of caution.